Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected, no defects noted. The position of the cam when valve was received was 200mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheter was irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3111, with lot ctfcg0, conformed to the specifications when released to stock on the 5th june 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Valve was implanted in 2015 and patient repeatedly suffered from overdrainage symptoms. Finally the valve was adjusted to 190 mm h2o but patient after all showed significant overdrainage was confirmed by imaging. Surgeons are presuming a valve defect. All previous adjustments with vpv were preformed properly.